Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the retainer ring on the pump, and the reservoir was unable to lock in place when inserted into the pump. The customer stated that the damage was all over the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank solid white display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found physical damage on the [ lcd glass(cracked)/pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir did not lock in properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, end cap broken off, cracked lcd window, cracked keypad overlay, partially broken retainer ring, broken reservoir tube lip, and serial number label missing. Cosmetic damage was confirmed at retainer ring and pump case. Reservoir unable to lock into place confirmed. Blank display was confirmed during analysis due to a severely cracked lcd glass. Unable to download history files and traces using thump confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.